Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo of the top web was received by our quality team for evaluation. As there was no sample or photo of the defect provided to bd for evaluation, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA # (B)(4).

Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter there was leakage from the injection port. The following information was provided by the initial reporter. The customer stated: they have received several reports "the 14g needles leak from the (orange) cap."